Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The drive was returned to the manufacturer for analysis. Analysis found that when connected to a known good computer, the returned drive was unable to read a known good disk. The drive was not able to load or archive exams. Analysis found that the reported event was related to a electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an ear, nose, & throat (ent) procedure. It was reported that pre-operatively, the cd drive was not functioning properly. Multiple cds were attempted to be used but this did not resolve the issue. The procedure was completed without the use of the navigation system. The procedure was delayed by less than an hour and there was no impact on patient outcome. It was reported that the cause was undetermined.